Event description:
Incident has been reported to be resolved.

Event description:
It was reported that the connectors on the bivona tracheostomy came apart. A tracheotomy tube change out was performed as a result of the product problem. The patient was reported to be in stable condition after this intervention was taken. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation : two 5.0mm customized tts devices were returned for investigation. Upon closer examination, the valves were found to be pushed too far into the airway balloons. Therefore, both valves were pulled out to seat in the correct position of the airway balloon and leak tested. The leak test determined that one of the device cuffs inflated fine, but the other could not inflate due to a cut in the airway line. The complaint stated that the devices came apart at the connectors. However, there were no issues found on either of the device connectors. The investigation determined the valves could have been pushed too far into the airway balloons if the pilot balloon assembly is not held firmly over the valve area while attaching/detaching syringe. All device cuffs are 100% leak tested prior to packaging. Based on the testing, the complaint was confirmed. The investigation did not reveal any intrinsic manufacturing defects with the returned device and no other problem source was identified.